Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after receiving inappropriate shocks. Review of the system noted loss of capture, high thresholds, sensing changes, and impedance changes. An x-ray taken indicated that the right ventricular (rv) lead had dislodged. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.